Manufacturer narrative:
H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal¿ luer-lock injector the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about safety sleeve breakage. When 515540-zat was disconnected from 515505-zat in order to change IV set after infusion of avastin, the needle of 515540-zat got exposed. The device was replaced. It was observed that the safety sleeve of the injector was broken.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-aug-2023 h6: investigation summary: one injector and multiple photos were provided to our quality team for investigation. Upon visual inspection, the grips of the safety sleeve are damaged and moved from their proper position causing the needle to be exposed. A device history review was performed for reported lot 2204005 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Testing results were reviewed for the reported lot and found all product met required specifications. It is important to grip the white injector components when engaging/ disengaging; do not grip the blue safety sleeve. If the safety sleeve grips become dislocated, the injector is activated causing needle exposure. To prevent damage to the handles of the safety sleeve, the injector must be removed by pulling it backwards and must not be forcefully engaged. The instructions for use must be carefully followed when using phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time. It appears that this incident was due to excessive force during connection/disconnection of the device.

Event description:
It was reported while using bd phaseal¿ luer-lock injector the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about safety sleeve breakage. When (B)(6) was disconnected from (B)(6) in order to change IV set after infusion of avastin, the needle of (B)(6) got exposed. The device was replaced. It was observed that the safety sleeve of the injector was broken.